Event description:
A customer reported encountering a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.